Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the suture broke preventing the anchor from locking into place. The surgeon completed the procedure by drilling a new bone hole and using a back up implant. There were no significant delays or patient complications reported as a result of this event.